Manufacturer narrative:
Per the user facility's biomedical engineer, the unit was powered up and in standby for an extended period of time, over 24 hours. When he returned to the system, a "system computer needs service" message was displayed. He replaced the battery and oxygen (o2) sensor as those parts were due for replacement. He charged up the new batteries and there were no issues with the ccm. Several days later on (B)(6) 2019, he then exported the error log three times, and it appeared to do the export, but he received a "system computer needs service error logging in progress" message. Per data log analysis, the end-user was trying to export the system log using a 16 gigabyte (gb) service data card. Exporting the system log to a large service data card can cause "system computer needs service" as reported. The "collect logs" function is the approved method to export logs on the heart lung machine (hlm). This method also exports the system log in addition to all other logs at once. The instructions for doing data log collection can be found in the system's preventive maintenance manual. The issue with exporting the system log was corrected by formatting the service card differently. Per the user facility's biomedical engineer, he successfully exported the log files per the procedure. This complaint is related to (B)(4) / medwatch # 1828000-2019-00684.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a "system computer needs service error logging in progress" message while attempting to export the log data. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the user facility's biomedical engineer, he cleaned and re-seated the main inter-connect cable inside the central control monitor (ccm) as a precaution and he has had no further issues since. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.